Manufacturer narrative:
Unit received with frozen screen followed by watchdog alarm due to moisture damage on all electronic assemblies. Unable to perform pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime/delivery test, occlusion test, excessive no delivery test and operating currents meas. Due to frozen screen and watchdog alarm. Unable to verify external ram crc error alarms, unexpected restart alarms, low reservoir alarms, reset anomalies, temp basal anomalies or icon anomalies due to frozen screen and watchdog alarm. Minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
Customer reported via phone call that insulin pump was alarming and vibrating. Alarm history showed external ram crc error alarms and unexpected restart alarms, it also showed that reservoir was empty when it was not. Troubleshooting was performed and customer was assisted with correcting time and date. After troubleshooting, customer was advised that insulin pump would need to be replaced.